Manufacturer narrative:
Box b: adverse event or product problem: adverse event/product problem, box h: device manufacturers: type of reported complaint, patient outcome code grid, health impact grid (1) has been updated in this follow-up.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing difficulty breathing, cancer. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing difficulty breathing. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 08/27/2024. During lab investigation patient alleging device will not turn on/function, difficulty breathing, threatening legal action of cancer. No other peripherals or accessories were returned with the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section g3, h6 has been updated.